Event description:
The report indicated that the customer's bg levels remained consistently high (greater than 500mg/dl) after a new pod was activated. The pod was worn for two-and-a-half hours; during this time multiple correction boluses were administered but her bg levels failed to lower. The pod was deactivated and a new one was placed. The suspect device will be returned for evaluation.

Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak (discoloration was seen inside the device). A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.